Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a type ia endoleak and aneurysm growth was observed approximately 9 years later. An intervention procedure was carried out a months later with the embolization of the endoleak. The post-op angio showed a potential type v endotension endoleak. It was reported that the patient died the following day during emergency transport to the hospital due to a likely gastric bleed. The event was reported by the investigator and site to be related to the endurant device. No additional clinical sequelae were reported.